Event description:
The pt was seen at the impact center for device eval in 2000. Testing conducted at the center confirmed that the device was no longer functioning. Revision surgery has not yet been scheduled.